Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not available on order. A technical support specialist found knowledge article (med shows "insufficient quantity" on profile remove when station has enough in inventory) and it was explained to the customer that the station encounters an "insufficient quantity" error when processing an order with a give amount of 100 ml, because ml is not defined in the item's formulary setup. The system attempts to match the give uom with the item's dosage form and dosage form group. Since ml exists as a dosage form within the same group (injection), the station checks for 100 units of that form in inventory, which are not present that triggering the error. The tss shared knowledge article details with the customer for clarification. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, issue with item not available on order. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, issue with item not available on order. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.